Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted that the pull string was attached at the base of the pouch. The green ring was attached to the handle. Device was returned with metal ring fully deployed. The specimen pouch was disengaged and not received. Functional testing found that the plunger was pulled and the metal ring retracted completely into the shaft of the instrument without difficulty. The plunger was pushed and flexible metal ring protruded without difficulty. It was reported that the bag partially separated from the ring. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if removal of specimen pouch is attempted through an inadequately sized removal site; there will be pressure exerted on the specimen pouch, usually in the distal end, where there will be stretching and deforming of the specimen pouch until it subsequently rips under tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the metal ring is retracted completely into the instrument prior to removal through the trocar sleeve. Do not attempt to pull pouch through the trocar sleeve or shaft of instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 173049, 173049 endo catch ii 15mm pouch, (lot # j5j2799hy) 173049, 173049 endo catch ii 15mm pouch, (lot # j3l2870hy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a minimally invasive laparoscopic procedure for the removal of a large cyst with significant fluid content, three bags were each found to be broken when entered through a 15mm port, and the bag was partially detached from the ring. The device was being applied when moving the cyst out from the abdomen. Despite the breakage of all three bags, the surgical team succeeded in using the last broken bag to remove the cyst from the body and no specimen fell into the patient. There was no patient injury.